Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was not given and the customer was unable to troubleshoot at the time of the call. The insulin pump was not returned or replaced.